Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was report that clips were not loaded into the jaws properly during a surgery. Therefore, a new unit was used instead. No clips fell/remained in the patient.

Event description:
It was report that clips were not loaded into the jaws properly during a surgery. Therefore, a new unit was used instead. No clips fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and a broken clip stuck in the bent rotation tab. No clip was in the next position. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. The next clip loaded properly and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from properly loading into the jaws. The sample was received with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.